Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 474 mg/dl. Customer had symptoms of high blood glucose; customer felt weary. Customer declined troubleshooting due knowing that high blood glucose was caused by the positioning of the cannula which was laying flat against the skin.